Manufacturer narrative:
H11: internal complaint reference number: case: (B)(4).

Event description:
It was reported that, during set up for a shoulder arthroscopy procedure, when fitting the needle and suture capture into the first pass suture passer, the black part did not fit all the way in but when removing the needle and suture capture, only half of it went in. The needle and suture capture was not fitting, it was left halfway in. The procedure was completed with the same faulty device with a bird bite, and no delay was reported. There was no patient involvement. During investigation the device was found with the needle fracture off the device.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned with the blade fractured off the device. These findings are related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.